Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two cre pro wireguided dilatation balloon were used during a dilation procedure performed on an unknown date. During the procedure, both cre balloons did not maintain pressure and water leaked out. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0504 captures the reportable event of balloon leak in an unknown anatomy location.